Event description:
It was reported the implanting physician stated the ¿contacts appeared misaligned or bent.¿ it was noted the lead was ¿never implanted¿ and a ¿different product was used.¿ it was further noted the ¿lead never came into contact with the patient¿ and that the operating physician ¿opened the lead on the back table, reviewed it, and determined it was not fit for use.¿ additional information stated the ¿lead appeared to be slightly misaligned through the contacts.¿ it was again noted the lead did not come into contact with the patient. It was reported there was no patient injury or death associated with the event. This event was originally reported in manufacturer report # 6000153-2013-00197. All additional follow-up regarding that report will be submitted as part of this report.

Manufacturer narrative:
Concomitant medical products: product ID 37602, serial# (B)(4), implanted: (B)(6) 2012, product type: implantable neurostimulator; product ID 7482a66, serial# (B)(4), implanted: (B)(6) 2012, product type: extension; product ID 37642, serial# (B)(4), product type: programmer, patient; product ID 3389s-40, lot# v818127, product type: lead; product ID 3389s-40, lot# v818127, product type: lead. (B)(4). Analysis of lead v824010 found ¿the distal tip of the lead was bent at the #2 electrode¿ and the ¿lead was electrically ok.¿